Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The hcp reported a pt's pump was explanted and replaced after 44 months implant duration. The hcp claimed "the pump doesn't work properly". The hcp reported that after every pump refill, there was a decrease in therapy outcome and an increase in the pt's spasticity. The hcp noted there were no problems detected with the pt's catheter. The pt appears to be doing fine as there is no decrease in the pt's therapy. The drug contained in the pt's pump was baclofen (unk concentration/dose).